Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced shortness of breath, loss of consciousness and massive pulmonary embolism as results of the implantation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.